Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the drive support cap is not sitting in as deep as her previous pump. Customer reported that she is unsure if the drive support cap is protruded, loose, sticking out or flush. Customer was advised that the device would be replaced. The customer was advised to revert to backup plan. The customer reported via phone call indicating that she had issue with bolus wizard. Customer was walk through the bolus wizard to turn it on.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump had a cracked reservoir tube lip.